Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller loss of power was due to double disconnect of the batteries.

Manufacturer narrative:
Supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for analysis. A review of the device history records confirmed that the associated devices met all requirement prior for release. Log file analysis revealed three (3) controller fault alarms logged on (B)(6) 2025 at 18:28:12, at 21:52:08, and at 22:38:52, and multiple event exceptions logged since (B)(6) 2025, indicating an issue with the internal battery. In addition, the controller, (B)(6), was in use for more than (2) years. Furthermore, review of the event log file associated with (B)(6) revealed a controller power-up and associated pump start event was logged on (B)(6) 2025 at 18:33:31, indicating a loss of power to the controller. The power sources logged prior to the event were (B)(6) (ps1) with (B)(4) relative state of charge (rsoc) and (B)(6) (ps2) with (B)(4) relative state of charge (rsoc). The power sources logged following the event were (B)(6) (ps1) and (B)(6) (ps2). The controller was without power for 19 seconds. No anomalies were recorded leading up to the losses of power. Log file analysis revealed two (2) motor start events recorded on (B)(6) 2023 at 07:35:08, and on (B)(6) 2025 at 18:33:39 in which the motor start parameters were atypical. As a result, the reported events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available info rmation were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power event can be attributed to the reported double disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ ventricular assist device (vad) d4: model#: 1104 / catalog#: 1104 / expiration date: 30-nov-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 27-nov-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pioneer controllers experienced an alarm, and a controller fault alarm were triggered, indicating the internal battery had reached the end of its life. It was also reported that a review of log file data revealed a motor start event with parameters outside of the typical range and an unexpected power loss. The ventricular assist device (vad) remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.